Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 580 mg/dl at the time of incident and the current blood glucose of the patient was 332 mg/dl. The customer also reported other blood glucose level such as 300 mg/dl. The customer was treated with manual injection for high blood glucose. Troubleshooting was performed for high blood glucose level and under delivery. The customer was not allege the insulin pump for under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump during the high blood glucose level reported. The product will not be returned for analysis.